Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely an interaction with patient anatomy or the suture pulled until it breaks contributed to the reported suture retrieval issue. The reported patient effects of hemorrhage/blood loss/bleeding and obstruction/occlusion are listed in the perclose prostyle instructions for use, as known patient effects of use with suture mediated closure device procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery using a prostyle device using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 24f sheath and the procedure was completed. Reportedly post procedure, the sutures were tightened at the vessel and synched/narrowed the lcfa. The vessel was not shut off. An angiogram was performed and the lcfa was noted to be very narrow, but still had still brisk flow. It should be noted that there was soft plaque at the access that played a role in the narrowing/synching. The physician was concerned that it would close off, so a balloon was moved into lcfa via the up and over technique site in order to widen the vessel, but one of the two sutures popped and steady ooze started. Manual compression was applied for five minutes to achieve hemostasis. No additional information was provided.